Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found device was at end of life (eol) upon receipt. A longevity calculation was performed and found the battery depletion was premature. Analysis after the device was cut open revealed battery voltage was at end of life (eol) as well as high current drain. The high current condition could not be reproduced after installing new battery during analysis, which is consistent with hardware latch-up anomaly in the hybrid.